Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing syncopal and presyncopal episides. Upon interroagation, long pauses in the ventricular activity were noted which caused loss of capture for several seconds. The device was near elective replacement indicator and the physican elected to explant and replace it on (B)(6) 2015. The patient was noted to be stable post procedure.